Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she went to emergency room as she experienced high blood glucose over 600mg/dl. Customer states that at time of incident blood glucose was 599mg/dl. Insulin pump will not be returned for analysis.